Event description:
It was reported that the procedure was performed in the 60% stenosed lesion in the right coronary artery. The pressurewire x was calibrated and equalized normally. After the device entered into the vessel, it was noted that the optis mobile system lost connection to the pressurewire x even after several tries. The pal lighting color pattern at the moment of the failure was steady yellow. The procedure was successfully completed with a new pressurewire x. There were no adverse patient effects and no clinically significant delay in the procedure. The returned device analysis identified that the proximal end of the distal tube along with the microcables was separated but held together by the core. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported event of signal lost could not be confirmed. The results of the investigation were inconclusive. Functional testing and electrical testing could not be performed due to the guidewire separation at the proximal end of distal tube but held together by the core; however, it could contribute to the reported issue. There is no information reported that indicates the separation occurred during the procedure. It is likely that the fracture occurred during post-procedure handling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine a cause for the reported signal loss. It may be possible that damage caused by mechanical/external force or insufficient connection between guidewire and the transmitter contributed to the reported signal loss; however, this could not be confirmed due to device conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.